Event description:
The manufacturer received information alleging the screen is broken. There was no harm or injury reported. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging the screen is broken. There was no harm or injury reported. During the evaluation of the device at a third-party service center the customer¿s complaint was confirmed. The technician recommended replacing the device's lcd display to address the issue. Additionally, the device arrived with fio2 sensor, which was tested and does not work, it is damaged and will be discarded. The device's blower bellows seal, blower mount, cooling fan assembly, fan retainer, machine flow sensor, muffler assembly, tubing-system pca, tubing-blower chassis, tubing-low flow o2, and air inlet foam filter will need to be replaced due to dust contamination. The blower assembly is at end-of-life and will need to be replaced. The silver mini frame is missing, and the vanity cover will need to be replaced. The device's firmware upgraded. No repair was performed due to no response from the customer to proceed with the estimate. The device will be returned to the customer unrepaired.